Manufacturer narrative:
The reported event of pacing problem was not confirmed. As received, the device telemetry communication and output were normal. Electrical and mechanical testing indicated normal device functionality. During analysis, a failure was observed which was unrelated to the reported event. Visual inspection of the header attachment area detected a bonding anomaly. The device was cut open to enable further testing and battery was found in normal range. Hybrid circuitry was tested, resulting in normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced heart block and the pacemaker (pm) exhibited inadequate low voltage output. On (B)(6) 2021, the pm was explanted and replaced. The patient condition was stable.